Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, the first and the second firing were successful. For the third firing, the nurse connected the reload to the handle, however the jaws would not open or close. They reconnected the reload to the handle over again, however the status was same. They replaced the device with a new one and the procedure was continued. The surgical time was extended by less than 30 min.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. If information is provided in the future, a supplemental report will be issued.